Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) france alleging that their onetouch verio iq meter had been reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue occurred at an unspecified time on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿120mg/dl¿ on the subject meter and ¿95mg/dl¿ on another, unknown, meter within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter readings and as a result of obtaining the alleged high subject meter result the patient increased their normal dosage from 12 units to 16 units of an unknown type of insulin. An unknown period of time after the alleged issue occurred the patient developed the symptoms of ¿shaking, cold sweat and almost passed out¿ ¿ all of which they associated with having low blood glucose levels. In response to these symptoms the patient self-treated by consuming more food and/or drink at 12pm on (B)(6) 2015. No further treatment was required and no other device was used to measure the patient¿s blood glucose. At the time of troubleshooting the csr confirmed the unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. Replacement products were sent to the patient. Although the blood glucose comparison being made did not exceed lfs¿ criteria for accuracy, this complaint is being reported because the patient claimed to have experienced symptoms which are suggestive of serious injury after the alleged product issue occurred.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, performance testing with blood was performed on the retain test strips on 06/12/2015. The retain test strips failed the performance testing with blood and were found to be biased high at 300mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.